Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was not performed because no lot number was provided. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Event description:
It was reported during a procedure the handle with quick coupling broke where the tags goes through the handle. All broken fragments were retrieved. There was no delay in completing the procedure. The procedure was successfully completed with no injury to the patient. This is report 1 of 1 for complaint (B)(4).